Event description:
Imdrf codes must be updated.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd sharps container was missing a label the following information was received by the initial reporter with the following verbatim biohazard sticker was found missing on sharps box..